Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes has been clotting samples. No patient impacted. The following information was provided by the initial reporter. The customer stated: customer problem: customer is reporting clotted samples with tube. Affected lot number 3016657.

Manufacturer narrative:
The following fields were updated due to additional information or correction: b5 describe event or problem: it was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes has been clotting samples. No patient impacted. Samples were recollected. The following information was provided by the initial reporter. The customer stated: customer problem: customer is reporting clotted samples with tube. Affected lot number 3016657. D10: device available for eval yes. D10: returned to manufacturer on: 21-dec-2023. H.6. Investigation summary: bd received 5 samples for investigation. Photos of the customer's samples were evaluated with no issues relating to clotting observed (no additive issues or gel amount irregularities). One of the 5 samples had 1 bubble in the gel. 95 retention samples were visually inspected with no issues identified. 5 retention samples were tested for heparin activity and all were within specification. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting based on the testing performed. This complaint has been confirmed for gel air bubbles based on the return sample inspection. Bd was not able to identify a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes has been clotting samples. No patient impacted. Samples were recollected. The following information was provided by the initial reporter. The customer stated: customer problem: customer is reporting clotted samples with tube. Affected lot number 3016657.